Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. The patient reported the scs was not effective at relieving his pain. Reportedly, surgical intervention was undertaken during which time the entire scs was explanted due to a required spinal fusion for an unrelated issue.